Event description:
Inappropriate shocks were reportedly delivered by the subject ICD due to ventricular noise oversensing. Warnings were displayed due to abnormal shock impedances. Abnormal atrial egms were also observed. Revision was performed of (B)(6) 2015. During the procedure, physician reportedly observed a lead-to-lead abrasion between the (non-sorin) rv lead and the (sorin) atrial lead, which caused an insulation breach on both leads. The ICD was replaced and discarded. The atrial and rv leads were explanted and replaced. The lv lead remains implanted. Preliminary analysis confirmed the reported behavior and showed that it is consistent with the reported lead-to-lead abrasion between the (non-sorin) rv lead and the (sorin) atrial lead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Inappropriate shocks were reportedly delivered by the subject ICD due to ventricular noise oversensing. Warnings were displayed due to abnormal shock impedances. Abnormal atrial egms were also observed. Revision was performed on (B)(6) 2015. During the procedure, physician reportedly observed a lead-to-lead abrasion between the (non-sorin) rv lead and the (sorin) atrial lead, which caused an insulation breach on both leads. The ICD was replaced and discarded. The atrial and rv leads were explanted and replaced. The lv lead remains implanted. Preliminary analysis confirmed the reported behavior and showed that it is consistent with the reported lead-to-lead abrasion between the (non-sorin) rv lead and the (sorin) atrial lead.